Manufacturer narrative:
The device was returned and evaluated. The customer's reported allegations were not confirmed. There were no additional findings. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that when checking the operation of the pinch valve in check mode during maintenance inspection of the insufflator, it was found that the pinch valve did not operate even in an overpressure state, and the display of the carbon dioxide (co2) supply pressure bar graph was strange. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.